Manufacturer narrative:
A correlation between the device and the reported thrombus could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Evaluation of the submitted log file identified intermittent power elevations between 9.0w to 12.4w. Although a specific cause for the power elevations could not be conclusively determined, power elevations may indicate the presence of a thrombus. The log file evaluation also confirmed the reported motor stop event, however, the cause of the event could not be conclusively determined. The tear in the driveline's outer silicone jacket was not confirmed. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was discharged from the hospital on (B)(6) 2015. The patient was flown to a different hospital for a heart transplant evaluation on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient, who was being evaluated for a heart transplant, presented with three pump off alarms noted on interrogation. The patient did not recall hearing these alarms. The patient also presented with rescue tape on his driveline which he reported is for a tear in the outer covering. The patient was asymptomatic. The system controller log file submitted to the manufacturer contained two pump stoppage events with a low speed advisory in between the pump stops. Additionally, the patient reportedly has a history of high lactate dehydrogenase (ldh) levels. The health care professionals suspect pump thrombus due to the elevated ldh levels and unspecified pump parameters. The patient remains hospitalized and is being treated with heparin. The patient is stable and a pump exchange is being considered. No further information was provided.